Manufacturer narrative:
Medical conclusion: this fragile, (B)(6) patient with a severe medical background in terms of calciphylaxis, kidney transplant x 2 and urinary retention experienced 2 uti in the subsequent 3 months after prostatic surgery and start of ic (speedicath coudé). Uti is a well-known side effect of ic (irrespective of brand) especially in cases with enlarged prostates (and difficult urethral anatomies). There are no indications that a catheter problem may have caused the utis.

Event description:
According to the available information, a (B)(6) male who experienced two utis ((B)(6) 2019) since commencing ic (speedicath flex coude pro fr 14/4.7 mm) in (B)(6) 2019. The EU experienced problems emptying the bladder after his 2nd kidney transplant in (B)(6) 2018, where he postoperatively had a foley catheter. He was referred to the urologic department, where urodynamic test showed low bladder pressure. In (B)(6) 2019 prostatic surgery removed "excess prostatic tissue" with a short post-operative period using a foley catheter. He was catheter-free until a urodynamic test in ultimo (B)(6) 2019 showing urinary retention (925 ml) which indicated use of ic. He experienced a uti in (B)(6) 2019, which was treated with ciprofloxacin and a second uti t which caused 2-days hospitalisation ((B)(6) 2019). The EU reported that 3 of the pouches were not sealed at all. In addition, some of them have no liquid in the sheath. He smelled one and it had a foul smell. To his knowledge, he has have never used one that is not sealed or has no liquid.